Event description:
Litigation papers allege the patient suffers from pain, elevated metal ion levels, and difficulty walking, driving and laying on right side. Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor.  The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: acetabular cup was loose; large osteolytic lesion; extensive metallosis; cystic structures are dark gray in color; fluid is gray; large amount of caseous dark gray material; necrotic tissue; extensive corrosion; metal debris. Adapter sleeve and femoral head added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.